Event description:
Upon review of a (B)(6) female pt's flag data zoll customer support reported a service code 110 (over voltage cleared no energy). The pt was contacted and issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation inductor l1 was open on the c/a board, which prevented energy from getting to the converter and high-voltage capacitors. The cause for the open l1 indictor was a defective c10 capacitor on the c/a board. The c10 capacitor was shorted. The root cause for the shorted capacitor could not be positively identified. No adverse event resulted from the shorted capacitor. The pt received a replacement monitor.